Manufacturer narrative:
An evaluation of the distal surface of the returned set screw appears to show no indication of final tightening. Typically, a final tightened set screw will present a smearing effect of the surface, which leads into a definitive line that stretches the entirety of the surface when the final tightening load is reached. The pattern on the returned set screw shows the start of a smearing effect, but is not significant enough to indicate final tightening loads were reached. This most likely means the set screw was only provisionally tightened. When there is not a significant load on a set screw, it can be easily dissociated from a polyaxial screw from typical daily movement. Based on review of the explanted product, the wear patterns indicate that the set screw at right l3 did not experience final tightening loads. If the set screw did not undergo final tightening, the full axial compression on the set screw-rod-right l3 screw would not have been realized. As the construct was continually fatigued, the set screw at right l3 began to rotate out of the l3 pedicle screw, eventually leading to set screw back out.

Manufacturer narrative:
A review of the device history records found no manufacturing, processing or design related irregularities. The implant was found to be properly manufactured and released in accordance with the device master record. The arsenal set screw is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
An international customer (B)(6) reported a set screw backed out after a surgery. The initial surgery was performed on (B)(6) 2017 and the incident was found with x-ray on (B)(6) 2017 because the patient developed pain. The revision surgery was conducted with a new polyaxial screw and a set screw on (B)(6) 2017 successfully.